Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the controller malfunctioned and displayed a code last night. Patient (pt) stated that the controller had done that before and that they would have to reset the controller, however resetting the controller didn't resolve the issue this time. When patient services (pss) attempted to clarify the event date, pt just stated that the controller had done it a couple times in the past. Pss was unclear if the pt was referring to the previously reported event when their controller was last replaced. Pt stated that they took the cover off of the controller and that the whole unit just stopped working and the controller wouldn't power on. Pt stated that they thought the code that appeared was 80 or o80, however they couldn't remember. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply without the battery pack inserted; controller did not power on. Pt confirmed that the ac power supply green light was on and that the connection between the ac power supply cord and controller was not loose. Pt did not have aa batteries to try in the controller. Pt did not see anything damage or out of place in the controller port.